Event description:
A customer reported that the adc device would not power on. As a result, the customer was unable to monitor their glucose and experienced a loss of consciousness. The customer had contact with a healthcare professional (hcp) and was provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h4 (device mfg date ) was incorrectly documented in the previous report. Correction has been made.

Event description:
A customer reported that the adc device would not power on. As a result, the customer was unable to monitor their glucose and experienced a loss of consciousness. The customer had contact with a healthcare professional (hcp) and was provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.